Manufacturer narrative:
The device was not returned to the manufacturer for evaluation. The device history records for all combinations of devices (sk12 and/or sd12) intended to be implanted were reviewed ((B)(4)) and no issues were identified during the manufacture and release of the device that could have contributed to the problem reported. Based on the available information, all hardware was removed in a revision surgery on (B)(6) 2018. Although a number of factors could have contributed to the removal of the hardware, based on feedback from the surgeon the root cause is due to patient non-compliance after surgery with post-operative activity resulting in non-union of the patient's bone. No failure was initially alleged with any tmc hardware and no failure was found with any tmc hardware upon removal. The device is intended for fusion and non-union is a known potential adverse event identified in the instructions for use provided with the sterile kit. The company will supplement this MDR as necessary and appropriate.

Event description:
After an original bunion surgery was completed on (B)(6) 2017, all hardware was removed and new hardware was put in place in a revision surgery on (B)(6) 2018 due to non-union of the mtp (metatarsophalangeal) joint. The surgeon attributes the non-union to patient activity and noncompliance postoperatively. Upon hardware removal, no failure was found with any tmc hardware. The patient was revised with tmc hardware.